Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited failure to capture, high threshold and oversensing. Programming changes were made. There were no consequences to the patient,

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient's right ventricular lead was explanted and replaced on (B)(6) 2021. There were no patient consequences.